Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm blood backs up. On (B)(6) 2024, the nurse was performing an IV puncture placement on a patient and blood was backing up from the butt of the bolus after the 20g closed IV indwelling needle was inserted. The indwelling needle was replaced and the equipment department was informed.

Event description:
Customer provided the following information on the location of the fluid loss: there is an impact on the patient, re-puncture, affects the course of treatment, the sample has been discarded, the isolation plug does not isolate the blood.

Manufacturer narrative:
1. As described in the follow-up information: the septum did not isolate blood, and no defective sample and photo returned. 2. DHR/bhr review lot # 4080076. 1- the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs. 2- the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3- the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4- no unqualified, deviation or rework activities in the production process. 5- the septum assembly equipment without abnormal maintenance. 3. Cause investigation: (B)(4) pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2- the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.